Event description:
The customer reported a leak at the distal end of the subject device. The issue was observed during reprocessing of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found a gap in the adhesive around the forceps cover and the pink part of the probe. This report is being submitted for the malfunction found by service during the device evaluation [gap of adhesive in the probe].

Manufacturer narrative:
Upon further evaluation, service found a leak from the rubber covering and the edge of the pink probe. The adhesive on the bending cover was peeling. A cut was observed on switch #1. A dent was found on the insertion tube on the body control unit side. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4: correction to device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.